Event description:
It was reported that pcu serial number (B)(6) was found off without explanation on the pediatric unit. A nurse checked on a patient at 1230 and vancomycin was running at 13.3ml/hour. The nurse returned at 1340 and noticed that the pump was not running. The nurse asked the patient's mother if anyone touched the pump or if it beeped; and the patient's mother stated no. The remaining vtbi was 62ml; therefore, the pump was off for about an hour. The pump was reprogrammed and at 1429 the patient's mother called the nurse and stated that the pump beeped and it read "disconnect. " no patient harm occurred. The reporting clinician stated this device was exchanged during the 8015 upgrade.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that pcu serial number (B)(4) was found off without explanation on the pediatric unit. A nurse checked on a patient at 1230 and vancomycin was running at 13.3ml/hour. The nurse returned at 1340 and noticed that the pump was not running. The nurse asked the patient's mother if anyone touched the pump or if it beeped; and the patient's mother stated no. The remaining vtbi was 62ml; therefore, the pump was off for about an hour. The pump was reprogrammed and at 1429 the patient's mother called the nurse and stated that the pump beeped and it read "disconnect." No patient harm occurred. The reporting clinician stated this device was exchanged during the 8015 upgrade.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that pcu serial number (B)(6) was found off without explanation on the pediatric unit. A nurse checked on a patient at 1230 and vancomycin was running at 13.3ml/hour. The nurse returned at 1340 and noticed that the pump was not running. The nurse asked the patient's mother if anyone touched the pump or if it beeped; and the patient's mother stated no. The remaining vtbi was 62ml; therefore, the pump was off for about an hour. The pump was reprogrammed and at 1429 the patient's mother called the nurse and stated that the pump beeped and it read "disconnect." No patient harm occurred. The reporting clinician stated this device was exchanged during the 8015 upgrade.